Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 500 mcg/ml lioresal baclofen at a dose of 63 mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a pump refill was done on (B)(6) 2017 in which the expected residual volume was 2.9cc and the actual residual volume was 0 cc. The low reservoir alarm was set to 2 cc per the hcp. The low reservoir alarm was not activated. The hcp knew she was in the reservoir for the pump refill as all 40 cc of drug went in easily. The hcp had never seen a reservoir volume discrepancy prior to this. The patient had been stiff for the last couple of weeks. No further complications were expected or anticipated.